Event description:
The customer contacted baxter's technical service center regarding a leak. The home patient (hp) stated he had a towel under the homechoice (hc) machine and he thought something was leaking from the machine on to the towel. The hp stated the hc was working fine and there were no alarms reported. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Sample availability remains unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the leak was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.